Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 13653284/13653284. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation. No further information could be obtained.